Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient contact identified a fluid leak coincident with peritoneal dialysis therapy. The patient contact reported that they observed the fluid leaking from the supply bag area. The cause of the leak was unknown. Fluid did not come into contact with the patient¿s cycler. Follow up with the patient contact confirmed the patient did not experience any complications as a result of the event. The patient notified their peritoneal dialysis nurse, and were not prescribed any prophylactic antibiotics. The patient contact was unsure the leak was coming from the supply bag or the connection between the supply bag and supply bag line. The patient discarded the cassette and supply bag.

Manufacturer narrative:
Complaint sample is not available for evaluation to confirm the alleged product malfunction. Therefore a search on the complaint management system was performed of the lots delivered to the patient, with a time frame of three months from 02/08/2018 to 05/08/2018; resulting in 1 potential product lot. However, according to the system no product is available of the lot delivered to the patient, on distribution centers to be analyzed. The entire lot has been sold and distributed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.